Event description:
It was reported that leak was observed at the male luer connection in unknown numbers of continu-flo solution set during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One actual sample and 73 unused samples were available for evaluation. No defect was observed during visual inspection, two-piece male luer gauging test and underwater leak test. The reported condition was not confirmed during initial investigation. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.